Event description:
Reporter indicated the physician's handheld computer screen became frozen. Troubleshooting did not resolve the issue. Good faith attempts to obtain additional info are being made, but have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.